Event description:
When the essure was implanted it took several attempts for the right side to insert. For months after that I would have severe cramps during my menstrual and would have abnormal uterine bleeding. This lasted for about a year. Then the symptoms seem to dissipate. Approximately 2 years ago all the symptoms came back including a constant metal taste in my mouth.